Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had up and down buttons stick and had to be pressed more than once to respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had battery cap was worn and harder to open and close and it had cleared the settings when batteries were changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.